Manufacturer narrative:
The customer reportedly returned samples with one of our sales reps, but unfortunately there was issues in the return process and the samples were not able to be returned to the lab for investigation. The customer complaint of texium leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 10013364t; batch # unknown. It was reported by customer that there was leakage from the texium male luer. Verbatim: there was leakage from the texium male luer. Bd texium items: ref 4030b-07t, 24601-b007t, 10013364t, 24301-0007t, my8030, my8020, my8060. Because the lot and expiration information is on the packaging material this information could not be easily tracked as those materials were discarded before the product was used and the leak issue detected. For pharmacy dates were not recorded. The issue first arose in july-august with some one-off occurrences that gradually escalated to almost daily occurrences by october when the issue was reported to bd.